Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the insertion section of the device was dented/kinked. The probable cause of the reported malfunction is likely the air water channel was squeezed, which led to insufficient water supply. The event can be detected by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during inspection of the device, the gastrointestinal videoscope was clogged on insertion tube side of air/water supply. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.